Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in tube; biological and nonbiological. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about a rubber-like fm on the cap. According to the customer's report, when the hcp held a tube, something like rubber was adhering to his fingers. When the tube was checked, a rubber-like fm was found on the cap.

Manufacturer narrative:
H.6. Investigation summary: 1 sample and 3 photos were returned by the customer in support of this complaint from catalog 367846, lot number 2018846. Visual examination of the sample and photos was performed and revealed ink on the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in tube; biological and nonbiological. This event occurred once. The following information was provided by the initial reporter. The customer stated: this is a report about a rubber-like fm on the cap. According to the customer's report, when the hcp held a tube, something like rubber was adhering to his fingers. When the tube was checked, a rubber-like fm was found on the cap.